Manufacturer narrative:
Pump passed rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Pump received with cracked reservoir tube lip and cracked on display window noted. (B)(4).

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. Customer's blood glucose was 326 mg/dl at the time of incident. Troubleshooting was able to help customer complete the rewind sequence. The customer was advised that the device would be replaced and to return the product for analysis.